Manufacturer narrative:
Product complaint number: (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? What is the lot number? Device return status: attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a procedure to repair an unknown structure on an unknown date in (B)(6) 2022 and suture was used. During use on the patient, the needle was described as breaking into 2 parts. Both parts were recovered from the patient with no consequence to the patient. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.